Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt had been admitted into the local hospital for approx one week to be managed for kidney issues. The pt was experiencing changes in flows and power spikes during this time. The pt also had noted hematuria and a questionable right ventricular. It was decided to move the pt to the lvad implant center where a decision was made to exchange the lvad with another lvad.